Manufacturer narrative:
Heartsine's investigation found the device performed to specification throughout the reported event. The customer reported that after 2 shocks were delivered, the patient recovered and was talking to the first aiders, this led to the device being powered off instead of delivering the 3rd shock. As a public access AED, the sam 500p will always advise the responder to perform CPR. It is not designed to detect if the patient is revived and breathing and should not be used in these circumstances. Furthermore as per the user manual , the user should ¿follow the directions, that may include providing additional shocks, until the patient begins breathing normally or is conscious or medical help arrives¿. During the investigation, the device delivered the test therapy sequence without fault using a test pad-pak and was observed to record ECG data without noise or other abnormalities. No fault was identified on the device that would inhibit the interpretation of a shockable cardiac rhythm. The device therefore performed to specification. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device issued a shock advised prompt for a conscious patient. In this state the device may deliver incorrect therapy and cause harm to the patient. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device issued a shock advised prompt for a conscious patient. In this state the device may deliver incorrect therapy and cause harm to the patient. This issue is patient related; however there was no adverse event reported.